Event description:
The customer stated that when he accessed the memory of his meter, he saw 6.5 mmol/l. It was verified the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.